Manufacturer narrative:
Three separate requests for product and patient information were made on (B)(4) 2012, (B)(4) 2013. No further information was returned and so the complaint was transferred to investigation. Review of etq complaints database could not be done as no lot numbers were provided. As there were no products returned, no further investigation could take place. Root cause: undetermined, insufficient information. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Patient presented with osteolysis subsequent to primary right knee replacement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.